Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received blank display as well as a critical pump error image on the insulin pump screen. The customer¿s blood glucose level was 320 mg/dl. Customer stated that the display was not blank less than 30 seconds and did not return. Customer troubleshoot was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and recommended customer refer to the backup plan. The insulin pump will not be returned for analysis.